Manufacturer narrative:
E1: patient city and country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.